Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer reported that the insulin pump was inactive for auto mode. Customer treated with manual injection and bolus on the insulin pump. Customer mentioned that they were not getting enough insulin. Customer did not alleged that the insulin pump was under delivering. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.